Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmissions revealed that the pacemaker exhibited oversensing on the right ventricular lead. The cause of the oversensing was undetermined. No device intervention was reported. Patient was stable. Related manufacturer reference number: 2017865-2019-08719.